Event description:
Boston scientific received information that during a change out procedure, this lead was noted to be stuck in the header of the associated device. Damaged to the lead's terminal end, insulation and lead body were noted. The lead was surgically abandoned and the device explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.